Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The hypoglycemic event was preceded by a usual for me lunch meal announcement and a small glucose rise after the meal. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. It is not possible from the device data to determine when the user was disconnected from the ilet. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes and device data, the ilet operated as intended. This hypoglycemic event was likely caused by the user's increased insulin sensitivity due to the activity of swimming, combined with the insulin on board from the meal announcement.

Event description:
On 07/09/2024 a beta bionics clinical diabetes specialist (cds) became aware that an ilet user experienced a low blood glucose (bg) event resulting in a visit to the ER. The event occurred on 07/07/2024. On (B)(6) 2024 a beta bionics customer care agent followed up with the user about the event. The reported they went swimming and was disconnected from the ilet. After swimming, they reconnected the pump but lost consciousness shortly thereafter. Their neighbor found them unresponsive and called paramedics, who took the user to the ER. At the hospital, the user was treated for low blood glucose and hypothermia due to being wet. The user was treated with glucose and food. Following the ER visit, the user was advised by their doctor to stop using the ilet temporarily. Despite this incident, the ilet had been effective in managing the user's blood glucose levels over time. The user's bg dropped to 30 mg/dl, remained out of range for 3 hours, and was stabilized in the hospital before being discharged.